Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a partial catheter revision occurred due to cerebrospinal fluid (csf) leaking from the sutureless connector. The actions required as a result of the event included a revision to replace the pump connector part/sutureless connector. The product issue was resolved. The cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced increased spasticity. The location of the issue or symptom was the device pocket. The pump was used to infuse gablofen.

Manufacturer narrative:
Upon device return, analysis found a hole in the catheter body caused by deep abrasion. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.